Event description:
One patient sample with discrepant calcium results. Initial result gave 2 mg/dl; repeat gave 8 mg/dl. Erroneous result was no reported. The field service representative found reagent probe 1 was misadjusted. The reagent probe was realigned and adjusted. Analyzer performance was verified to be operating according to specifications.